Event description:
The pump was last filled in 2008 with 20 mls of fentanyl. The patient experienced unspecified withdrawal symptoms. The pump was found to have more volume than expected. The expected reservoir volume was 15.7 mls; the actual volume was 19.5 mls. The patient had not had an MRI or other emi exposure. No alarms were heard and there were no stall or alarm messages when the pump was interrogated. The logs were checked and appeared normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.